Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged infusion set was confirmed and the cause appears to be use related. The product returned for evaluation was one 22ga x 0.75" safestep safety infusion set. The investigation findings are consistent with catheter damage caused by contact with a sharp edged instrument such as a scalpel. The returned product sample was evaluated and a split was observed approximately midway in the extension tubing. Microscopic examination of the catheter split confirmed it was typical of contact with a sharp bladed instrument, and the characteristics observed which supported this type of failure included: ¿ the fracture surface was reflective in nature and contained a striated pattern. This can occur due to pattern transfer of the sharpened edge typically found on a scalpel-type instrument. ¿ sharply formed fracture edges ¿ planar shape to the fracture surface an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. A lot history review (lhr) of asdvs0125 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the air could be discharged successfully prior to use, after inserted the nurse found that the pipeline was broken. Use a new lh0029.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of asdvs0125 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the air could be discharged successfully prior to use, after inserted the nurse found that the pipeline was broken. Use a new lh0029